Event description:
It was reported that the patient¿s pump ¿malfunctioned¿ while getting a refill last week. Per the reporter during the refill the medicine came ¿spewing¿ out. It was also reported the patient had a seizure when coming home from the refill and the patient not having seizures before this. The patient went to see a physician the next morning and also let them know she also had a headache. The physician said it may be due to a withdrawal symptom. The physician gave the patient morphine to take by mouth. The patient did not remember hearing any alarm unsure if there was any drug, saline or anything left in the pump but didn¿t think so since she was taking morphine orally. It was also noted that patient was to go back to see the hcp in (B)(6) the following week but was not sure why but was going to call. The patient was currently relocating to (B)(6) and it is a 24 hour drive. The patient drives back and forth between (B)(6) and was looking for an hcp in (B)(6). Additional information later reported the patient continued to have bad headaches. The pump was used to deliver morphine. Additional information later reported the patient had her pump refilled every 3 months. When the pump was last refilled, the patient was sitting there after the fill and felt her shirt was wet with what the patient called ¿medicine¿. Per the patient she stated the hcp told her the pump ¿had malfunctions and the liquid on her shirt was csf¿. The patient also stated ¿the pump malfunctioned and is causing her to have seizure¿. The hcp had told the patient on that day she had turned the pump down as low as it can go, but the patient had been back twice to have it turned down. The patient as indicated that the hcp told her the pump was ¿acting as a shunt and pulling liquid out of her spine¿. The patient also stated the fluid was building up in her stomach and she could see it. The patient also reported the hcp wanted to do surgery to ¿fix what was wrong¿ then turn the pump off but the patient did not know what they were going to ¿fix¿. The hcp had not done a dye test. The patient had been to the hcp¿s 3 times in one month. The patient reported that she was in need of a 7th back surgery and have the hcp remove the pump when he did the back surgery. The patient also indicated that the only hpc in the area where the patient was currently would not see the patient. The patient had also tried hcp¿s in (B)(6) but they will only see patient¿s they had implanted. Per the patient one hcp told her to ¿yank¿ it out. It was unclear what drug the device delivered.

Event description:
It was further reported when the patient went for a refill the physician noticed swelling in the patient¿s pump pocket. This swelling was there before the refill was performed. The physician was able to aspirate clear fluid from the pump pocket and the physician suspected there was something wrong with the catheter. It was leaking cerebral spinal fluid (csf) and/or medicine into the patient¿s pocket. The physician turned the pump down and advised the patient to make an appointment with her implanting surgeon. The patient did so, and was put on the schedule for a dye study, but it was cancelled; reason not known. The patient informed the physician she had a seizure and was going through withdrawals and did not seek medical attention for this. The physician contacted the surgeon and offered to do the dye study but did not have room to schedule her ¿last week.¿ the physician was waiting for the patient to call to set up the dye study. The patient had a difficult time finding a ride from new mexico to texas for the dye study. The concentrations, drugs, or doses of what was in the pump was not provided. It was further reported that the patient was scheduled for a dye study with the surgeon but had to cancel. It is rescheduled for (B)(6). However, it was later reported that the patient did not show again for her dye study. The surgeon had dismissed her because this was the third or fourth time she had no-showed for the dye study. The managing physician was informed and the physician did not indicate if she was going to do the dye study.

Manufacturer narrative:
Concomitant product: product ID 8711, lot# j10832r15, implanted: (B)(6) 2001, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).